Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage in tubing event on 2-jun-2024. The infusion set was not in use for more than 72 hours. The patient resolved the event by changing supplies as necessary and resumed insulin therapy. No further information available.